Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, cannulation was attempted with an arch and tip papillotome. A precut was performed, and in the attempt to complete the papillotomy, the papillotome fractures. A second papillotome was requested; however, it cannot be recannulated, and with the passage of the guidewire, a rendezvous is performed with balloon passage and extraction of stones and sludge. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.